Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. According to the physician, the patient had his first pump implant in 2010 then a pump replacement was done september 2016 and june 2023 due to end of service (eos). A couple of months after last pump replacement, the pump was working well but the patient developed wound infection. The date 2023-aug-01 is considered an approximate date of event (specific year known only). In (B)(6) 2023 wound debridement was performed. Last april, patient had developed another infection, and the pump was removed. The pump was discarded.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient via a company representative. It was reported that the pump replacements in 2010 and 2016 were due to normal pump replacement, end of service (eos).

Event description:
Information was received from a foreign healthcare provider (hcp) via a company representative (rep) regarding a patient receiving unknown medication via implanted infusion pump. It was reported that the patient had a wound infection and the pump was explanted. The patient's first pump was in 2010, 2016, and lastly 2023. In april, the patient had developed infection according to the patient and the pump was explanted. The pump was working well; however, was explanted due to the infection. According to the patient, after their last pump replacement in (B)(6) 2023, the patient developed a wound infection and the doctor changed the pump position. After the pump position was changed, the patient had another infection and the doctor decided to explant the pump. The patient's weight was provided. The patient's medical history consisted of spasticity due to spinal cord injury. The patient's status at time of report was alive - no injury. No further information was provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.